Manufacturer narrative:
Manufacturing site evaluation: samples reviewed: a closed sample for the investigation of the complaint was received. Review of stock: stock was verified. There are no previous complaints of this product code and lot number. There are no available units in stock. A total of (B)(4) units of this product code and lot number were manufactured and distributed. Batch record/record lot: the production of the lot documentation, which the control process and control of finished goods were checked was performed. No deviations or alterations were identified during the process. Tested the yarn strength test for resistance and the results measured were analyzed fulfill the OEM requirements. Tested the knot pull tensile strength of samples received and the results conducted on the samples received fulfill the OEM requirements. Final conclusion: complaint not justified. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Suture untied during recovery of pediatric pt.

Manufacturer narrative:
Mfg site eval: eval on-going.